Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device's electrode part at the tip broke off halfway and fell into the abdominal cavity. All parts were retrieved. Replaced with a new device and used. There was no patient injury.